Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was sleeping in bed at the onset of the event. Ems was called and paramedics performed CPR. The patient began periodically transitioning between an idioventricular rhythm and asystole starting at 04:12:07. Between 04:13:59 and 04:18:14 the patient degraded to vt (140 bpm). No lifevest treatment was delivered because the rate of vt was below the physician prescribed threshold of 150 bpm. The rate of vt briefly reached 150 bpm, but the rate was not sustained long enough for the lifevest to deliver a treatment. At 04:20:25 the rhythm transitioned to severe bradycardia before degrading to asystole. The lifevest considers asystole to be a non-treatable rhythm. The patient remained in asystole with intermittent cardiac activity until the lifevest electrode belt was disconnected at 05:01:14. Motion artifact on the ECG strips suggests that paramedics arrived at approximately 04:47:00. There is no indication that the lifevest caused or contributed to the patient death. The rate of vt was not sustained above the physician-prescribed rate threshold. No deficiencies were alleged against the lifevest.